Event description:
Device 2 of 2 reference MFR. Report number: 1627487-2012-05980. It was reported the pt went to the emergency room due to redness at the incision site. It was also reported the pt was experiencing drainage at the incision site. Cultures were taken and revealed a (B)(6) at the lead and ipg site. The infection is being treated with oral antibiotics. The pt is scheduled to undergo surgical intervention on a later date.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.